Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited high pressure alarm. Per reporter the residual volume was 23.7 ml, and rate was 2.2 ml/hr, given 76.35 ml. No adverse patient effects were reported. Per reporter no additional information is available at this time.

Manufacturer narrative:
Additional contact: (B)(6).